Event description:
During a permanent implant procedure the physician had difficulty removing a lead extension. The leads were explanted. The patient was implanted with new boston scientific spinal cord stimulator leads.